Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced phrenic nerve stimulation in all programming vectors of the left ventricular lead. The lead was successfully repositioned and during procedure, the implantable cardioverter defibrillator was explanted and replaced due to battery advisory. The patient was in stable condition post operation.